Event description:
It was reported that the extension set leaked and cracked at the connection to the catheter. It was noted that the threads do not thread accurately. There were no adverse effects caused to any patients from the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the extension set was leaking at connection to the catheter. It was noted hat the threads were no threading accurately and cracks were observed. There were no adverse effects caused to any patients from the event.

Manufacturer narrative:
The customer¿s report that the extension set leaked and cracked at the connection to the catheter was not confirmed. Visual inspection found no cracks at the male luer connector and no anomalies with the male luer threads. Functional testing of priming and infusion testing was successful and found no leaks with the received set. Pressure testing also found no leaks with the set. The root cause of the customer¿s report could not be identified because no cracks were observed and no leaks occurred with the received set. A device history record for model mpx5300-c with lot number 20016223 was performed. The search showed that a total of 11,903 units in 1 lot number were built on 14jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the extension set leaked and cracked at the connection to the catheter. It was noted that the threads do not thread accurately. There were no adverse effects caused to any patients from the event.